Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was unable to capture the atrium. The lead was capped and replaced. No patient complications have been reported as a result of this event.